Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and was able to reproduce the reported phenomenon was duplicated. Fluid invasion in the charge coupler diode (ccd) unit was found. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device evaluation, there was the possibility that the reported phenomenon was attributed to faulty ccd unit due to an unexpected stress applied to the camera head by the user handling, resulting in fluid ingress into the imaging unit.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.